Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Wrong number was provided by customer. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo display. The expected fasting blood glucose test result range is 140-170mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1:220mg/dl, date: (B)(6) 2018 time:6:26pm, fasting. Result 2:lo, date: (B)(6) 2018 time:5:51pm fasting. Result 3:202mg/dl, date:(B)(6) 2018 time:9:31am fasting. Result 4:200mg/dl, date:(B)(6) 2018 time:7:12pm fasting. Result 5:288mg/dl, date:(B)(6) 2018 time:1:13pm fasting.